Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? They had to cut the tissue around the jaws. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Don't know. Did the jaws eventually open? No. Is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an hepatectomy, after firing the ats45 with a white reload, the surgeon could not open it and a vascular surgeon had to be called. The device was locked on tissue with the jaws closed and never eventually opened. There were no patient consequences. No additional information is available at this time.